Event description:
The customer reported that the system would intermittently fail to produce fluoroscopy. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors were evaluated and found to be oxidized. The connectors were subsequently cleaned. The system was tested working as intended and put back into service.